Event description:
The customer reported that the alarms were not sounding. No pt harm was reported.

Manufacturer narrative:
(B)(4). The customer reported that the alarms were not sounding. No pt harm was reported. While the device display provides visual indicators of alarms/alerts occurring, the user may not recognize the failure or the pt need for additional therapy. Sometimes the issue may be determined to be a malfunction but related to a configuration of the obtv (alarming permissions based on the hosp protocol, and or lowered audible sound at the fetal monitor). Further investigation showed that the users had not configured this obtv server to send and receive alerts as they had expected. The users resolved the problem and obtv was performing as intended per the user configuration. There was no malfunction or design or labeling problem. No further investigation is warranted.